Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported port was accessed with bd powerloc max port access kit. Upon flushing the line, it started leaking where the port end connects to the clave. I applied a different clave to see if the clave was the issue and the leaking continued. The port was de-accessed. The patient was re-accessed with a different port with no further complications. There was no patient harm.